Manufacturer narrative:
Initial and final MDR 1882072. Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannula with two infusion sets. The symptoms were noticed in 3 hours of insertion. The site of insertion was abdomen for all events. The site of insertion was rotated regularly. Patient's blood glucose at the time of event was 319 mg/dl. Therefore, patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.